Manufacturer narrative:
This complaint was reported on the wrong serial number. It will be reported on the correct serial number in another report. This report was opened in error. -

Event description:
During the routine follow-up on (B)(6) 2020, it was noted the lead impedance was abnormally reduced, and the lead insulation was broken under the x-ray. Then, the lead replacement surgery was performed on (B)(6) 2020. All parameters were normal.